Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone. This was due to a broken wire.

Event description:
The customer contact reported that, the device did not sound an audible tone. No specific details were provided. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.